Manufacturer narrative:
No abnormalities that could have contributed to this event were found during the device history records review and the product was released according to the company's acceptance criteria. The root cause could not be identified conclusively. Contributing factor could be insufficient canal venting caused by a short canal. (B)(4).

Manufacturer narrative:
Data provided in the initial MDR, date of report and date received by manufacturer, was incorrect. Correct date is (B)(6) 2015. (B)(4).

Event description:
A surgeon reported a case of (obl) opaque bubble layer and uncut areas, observed during flap creation for a lasik procedure. Additional information has been requested.

Manufacturer narrative:
Additional information has been requested. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).